Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return device. Failure event observed during analysis. Final analysis found that the outer insulation was damaged at 17.4 cm - 17.7 cm from the connector pin due to clavicular crush damage. (B)(4).